Event description:
It was reported that this lead was capped due to other/non product experience. Another lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned/capped due to other/non product experience. Additional information was received that the lead was not functioning. Another lead was successfully placed. No adverse patient effects were reported.